Event description:
The manufacturer received information that a trilogy ev300 ventilator failed service testing for pressure verification: setpoint 80: pilot: difference. There was no patient involvement, and no harm or injury reported. It was determined the 3-way solenoid valve and the proportional valve would require replacement to address this issue. Repairs were not completed by philips. The customer opted to take responsibility for the repair of the device. No additional information is available at this time. The manufacturer is submitting a final report at this time. If additional pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.